Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specifications. As stated in the gore excluder aaa endoprosthesis instructions for use, complications that may occur and/or require intervention include, but are not limited to, endoleak. (B)(4).

Event description:
On (B)(6) 2010, the pt was treated for an abdominal aortic aneurysm and was implanted with two gore excluder aaa endoprostheses. On (B)(6) 2011, an intervention occurred. The pt was implanted with a gore excluder aaa aortic extender endoprosthesis to repair a proximal type-1 endoleak. The type-1 endoleak was resolved but a small type-2 endoleak was identified upon completion. The pt tolerated the procedure well. No further complications have been reported.